Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the evaluation. Failure analysis (fa) confirmed the reported complaint. The universal surgical manipulator (usm) was analyzed in normal mode on an in-house system and found to trigger error 32098. Additionally, the usm was tested on a patient side cart fixture test platform (pftp) and passed all required tests. The carriage assembly was inspected, and no loose wire connections were found. Spar axis assembly inspection found no traces of fluid intrusion nor loose flat flex cable (ffc) connections and there were no issues found on the axis control motor (acm) parallelogram ffc connection. Though not reported by the customer, error 23062 was confirmed in the logs, but not replicated. The complaint regarding error 32098 was confirmed based on failure analysis which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, the customer encountered recoverable error 32098. The customer was able to recover from the fault and proceed with the procedure. Because onsite was not connected, the intuitive surgical, inc. (Isi) technical support engineer (tse) recommended the customer forward a picture of the vision side cart (vsc) screen to for review. The customer said she would after the completion of the procedure and would like the isi field service engineer (fse) to follow up. The procedure was completed with no reported injury. Isi received the following additional information regarding this complaint. Customer confirmed error occurred on (B)(6) 2022 and that the surgeon was performing a da vinci assisted incisional hernia repair. This error occurred multiple times but was able to be completed robotically and all 4 universal surgical manipulators maintained functionality throughout the entire procedure.

Manufacturer narrative:
Based on the claim against the product by the customer noting recoverable error 32098, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. While the customer's time constraints did not allow fse a chance to try and reproduce the error, the universal surgical manipulator (usm) 2 errors appeared in the system logs. The fse replaced the usm 2. The system was tested and verified as ready for use. Isi did receive the usm, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. Due to the customer not being connected to onsite, event verification and system logs were not available to review. The customer did send a picture of the error to isi technical support engineer. The tse reviewed the picture, and it revealed the following possible related system errors: 32098 (brushless motor controller error occurred, reported by axes controller motor in arm2 universal surgical manipulator). A procedure log review was performed. Per the review, the following was confirmed: a general surgery procedure was performed on system sk5990 on (B)(6) 2022. No image or video clip for the reported event was submitted to isi for review. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator was replaced after the completion of the procedure due recoverable error 32098. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.